Event description:
A st. Jude pacemaker patient contacted medtronic for MRI compatibility with a st. Jude cardiac pacemaker. During the call the patient reported that following the pacemaker implant he had an unhealed wound for six months. The patient was directed to contact st. Jude directly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).